Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no communication was confirmed in the laboratory and was caused by a low battery voltage. The device entered a high current state when it was exposed to cold temperatures. The cause of the high current was due to an anomalous component on the hybrid.

Event description:
It was reported that the device had no communication while still in the box. Multiple failed interrogation attempts were made using two programmers without success.